Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 448 mg/dl at the time of incident and current blood glucose level was 369 mg/dl. The customer did not provide details regarding symptoms and treatment of their high blood glucose episodes. Customer stated that they received motor error alarm. Customer also reported that the drive support cap was flush. Customer was declined to troubleshoot for high blood glucose level. The insulin pump will be returned for analysis.